Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the breach in aseptic technique was further described as ¿due to a change in caregivers and the caregiver did not wash their hands properly and did not maintain hygiene¿ during therapy. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began intraperitoneal treatment for the peritonitis with injection vancomycin (1 gram, every 5th day) and injection cefepime (1 gram, once daily). One week after onset, the patient was discharged from the hospital. At the time of this report, the antibiotic treatment remained ongoing, the patient was recovering and dianeal therapy was ongoing. It was not reported if the caregiver was retrained on aseptic technique. No additional information is available.